Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing pain/irritation/skin atrophy/inflammation/infection at the insertion site is a known anticipated adverse event. Furthermore, patient visited doctor who decided to remove sensor to alleviate the issue.

Event description:
Senseonics was made aware of an serious adverse event where patient experienced skin atrophy at insertion site. The area is 3-4 cm. Patient has itching at the site. Doctor decided to remove sensor from patient's arm.